Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor reported that a handpiece had no oscillation during a procedure. The handpiece was exchanged to complete the case. There was no patient harm.

Manufacturer narrative:
Additional information provided: this complaint was opened for a reported event of the company handpiece encountered a non-conforming ultrasound oscillation function during a procedure. The service report (sr) indicates that the reported non-conformity was confirmed and attributed to the non-conforming handpiece, which was replaced to resolve the reported non-conformity. The company representative then confirmed that the system met specifications. The cause of the reported event can be attributed to the non-conforming handpiece, however, how that handpiece became non-conforming remains inconclusive. The manufacturer internal reference number is: (B)(4).